Event description:
It was report that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15683092/16061019.